Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing. The insertion site was left abdomen. The infusion set was in use during the night. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: denmark. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.